Manufacturer narrative:
Batch review performed on 13 may 2019 lot 171652: (B)(4) items manufactured and released on 04-aug-2017. Expiration date: 2022-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 9 months after the primary due to the too short stem collar (no dislocation). The surgeon revised the head replacing the size s with m.